Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
It was reported that, during t2 recon nail surgery, the tip of the drill broke off at the oblique screw hole of the nail when the surgeon tried to drill to the hole. The tip of the drill remained to the patient. Procedure was otherwise completed successfully with no surgical delay or adverse consequences reported.